Event description:
The customer states that the aeroset analyzer generated an initial creatine kinase (ck) result of <7 u/l that retested at 1200 u/l. A service call was initiated. No further information is available. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). The issue was resolved on site by an abbott field service replacement of the damaged / crashed aeroset sample probe and the associated tubing. Subsequent verification testing comprised of precision and control runs passed. The customer's issue is addressed in the aeroset system operations manual (list number 09d06-05 ;(B)(4) 2004), operational precautions and limitations, general precautions, service and maintenance, troubleshooting and diagnostics, observed problems, results are erratic, precision is poor. A malfunction of the aeroset analyzer was identified. The investigation indicated the erratic patient results were caused by a damaged/crashed sample probe. Abbott field service resolved the issue on site through replacement of the damaged sample probe and the associated tubing. No subsequent complaints against aeroset (B)(4) have been documented since this issue was resolved. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.